Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4) which markets the devices in the united states. The MFR did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the shell was not press-fit and subsequently the hip was dislocated 3 times. It is also reported that the ceramic could be easily removed from the shell. It was noticed that there are black scratched-mark (pink coated became dark) in both ceramic head and liner surfaces. Outer surface of the liner was also the same when it's against the metal shell.